Event description:
The balloon of the cypher select plus stent delivery system (sds) ruptured during deployment of the stent. The patient's age was unknown, but was a male. The target lesion was the distal right coronary artery (rca) (B)(4). The lesion was an in-stent (isr) of a bare-meatl stent (bms) (vision), slightly calcified and highly tortuous. The vessel at the mid rca (B)(4) was highly flexed. Pre-procedure stenosis was 90%. A gc (brite tip: 6f al1) was engaged and a gw (runthrough) crossed the lesion. Initially, pre-dilation was conducted with a bc (sprinter legend), but it ruptured. Therefore, a different bc (hiryu) was used, but it also ruptured. Finally, pre-dilation was a conducted with another bc (hiryu). Then, cypher select+ (3.5/33mm: complaint product) was delivered to the target lesion and inflated up to 6 atmospheres, but the pressure of the inflation device decreased and so the physician confirmed the balloon of the cypher select plus ruptured. Therefore, the sds of the cypher select plus was retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse) to further inflate the cypher select plus stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. Physician's comment: the possible cause of the balloon rupture was the highly flexed lesion at the mid rca and a stent strut of the bms previously implanted at the distal rca.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: inflation device: everest; gw: runthrough; gc: brite tip 6f al1; bc: sprinter legend, hiryu, powered lacrosse; sheath: goodman's.

Manufacturer narrative:
The balloon of the cypher select plus stent delivery system (sds) (cjb33350) ruptured at 6 atm during deployment of the stent. Therefore, the sds of the cypher was retrieved from the patient and post dilation was conducted with a balloon catheter to further inflate the cypher stent. The procedure was completed successfully with no patient injury. The target lesion was the distal right coronary artery (rca) (B)(6). The lesion was an in-stent (isr) of a bare-metal (bms) vision stent, slightly calcified and highly tortuous. The vessel at the mid rca was highly flexed. Pre-procedure stenosis was 90%. A 6f brite tip al1 guiding catheter gc was engaged and a runthrough guide wire crossed the lesion. Initially, pre-dilation was conducted with a sprinter legend balloon catheter, but it ruptured. Therefore, a different balloon catheter (hiryu) was used, but it also ruptured. Finally, pre-dilation was a conducted with another hiryu balloon catheter. Then, the 3.5x33mm cypher select+ was delivered to the target lesion and inflated up to 6 atmospheres; however, the pressure of the inflation device decreased. The physician confirmed the balloon of the cypher select plus ruptured and the sds of the cypher select plus was retrieved from the patient. Post-dilation was conducted with a bc (powered lacrosse) to further inflate the stent. The physician commented that the possible cause of the balloon rupture was the highly flexed lesion at the mid rca and a stent strut of the bms previously implanted at the distal rca. One non sterile cypher select (B)(4) 3.50 x 33 mm was received coiled inside a plastic bag. The balloon was received already inflated. The stent was not received; as reported, it remains implanted. The sds was wavy with kinks at 17.6 cm and 38.28 cm both from distal end; this condition could be related to the way the unit was sent for the analysis. Pressurized water was injected and a leak was observed at the proximal area of the balloon. Sem analysis results showed that the balloon exhibited evidence of external minor abrasions near the leak-holes; the balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst was confirmed; the balloon presented with a leak. Based on the analysis, the available information and as reported by the physician it appears that vessel/lesion characteristics and interaction with the previously placed stent contributed to the event. With review of the analysis of the returned device and the device history records there is no indication that it is related to the manufacturing process. In addition, controls are in place to prevent damaged units from leaving the facility. Therefore, no corrective actions will be taken.